Manufacturer narrative:
(B)(4). The device was returned for analysis and abbott vascular (av) confirmed the reported inflation issue. A review of the complaint handling database found no similar incidents from this lot. Av conducted root cause analysis and determined the cause of the inflation issue was due to a leak in the distal glue port of the hub, which appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Av will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion in the non-tortuous, heavily calcified, left anterior descending (lad) coronary artery. A 3.25 x 15 mm nc trek otw balloon dilatation catheter (bdc) was advanced with no resistance felt to the lesion and the balloon would not inflate. The bdc was removed from the anatomy and was replaced with a new 3.25 x 15 mm nc trek bdc to successfully complete the procedure. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information provided.